Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. No belt clip was received with the pump. The pump was unable to verify belt clip anomaly.

Event description:
The customer's father reported via phone call of a broken lcd screen and broken belt clip from the insulin pump. The customer's blood glucose reading was 111 mg/dl. The father stated that his son fell off the bike. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.